Event description:
Had cochlear implant surgery at hook-up audiologist noted there was a problem, taking too much power to hear any sound. Over the next 3 months sound became intermittent. Hint score before surgery 23% after surgery 0%. Integrity tests done. Cochlear implant team decides implant not working correctly needs to be ex-planted.